Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was an error that potentially results in the inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the reported error would not result in loss of mechanical ventilation. There was no reportable malfunction.